Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically compressed. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted that the full lead was returned and the over retracted helix which becomes inoperable when lug is stuck behind or on retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the lead was placed it had high pacing impedance and the lead was found to be dislodged. The lead was repositioned; however, the lead helix could not be extended. The lead was removed and the helix still could not be extended. A new lead was used for implant. No patient complications have been reported as a result of this event.